Event description:
Bilateral breast augmentation w/silicone implants 17 yrs ago. Now has bilateral capsular contractures class IV; probably infected secondary to chronic bladder infections. Pt underwent bilateral capsulectomies and removal of bilateral silicone implants intact.